Event description:
The pt had very calcified vessels and it was very complex passing the target lesion. A long introducer was insitu in the above knee popliteal. The target lesion was angioplastied using another MFR's balloon which burst. A second balloon from another MFR was used and again burst. The system was changed to an 018 system and the lesion was angioplastied with an 3mm x 10cm balloon. This balloon burst and appeared to catch on a shelf of calcification. When the doctor tried to remove the balloon he felt resistance. He pulled back the balloon catheter using what he felt was acceptable pressure then noticed that the balloon markers were still visible in the pt's popliteal. The angioplasty balloon remained in the pt's popliteal artery and the remaining shaft was removed. The doctor attempted to retrieve the balloon with a micro snare, but this seemed to concertina the balloon. The retrieval was unsuccessful so it was then decided to put the pt on celexane and see how she does. The pt is being observed, so it is too early to say whether she will need surgery as a result of the above. If the salvage procedure would have been unsuccessful, she would have had an amputation anyway. Unsure of any adverse effects on the pt due to this occurrence: the pt is still being observed, unable to confirm at the moment.

Manufacturer narrative:
(B)(4) - nonresorbable materials, unretrieved in body is not listed in the instructions for use. (B)(4) - balloon rupture is listed in the instructions for use. The product was returned in a used and damaged condition. Per dfmea (design failure modes and effect analysis), balloon burst, compliance, and fatigue verification testing performed. The rated burst pressure is documented in the instructions for use (IFU) and label. Per specifications, the device is inspected per quality control to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The returned device exhibits a circumferential tear and is missing the marker bands. The balloon rupture likely propagated longitudinally until the point of highest constriction, at which it then tore circumferentially. In the absence of external restraints the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided by the event description does note that the "pt had very calcified vessels and it was very complex passing the target lesion". Pt anatomy most likely was a main contributing factor (two other MFR's balloons also burst) for complaint. Difficult anatomy and lesions may require the use of a balloon with a higher rated burst pressure (greater or equal to 15 atm). We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.